Manufacturer narrative:
Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred immediately after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal dialyzer leak. The machine alarmed and blood test strips were used and positively confirmed the presence of blood. No dialyzer damage or blood was visible. The patient¿s estimated blood loss (ebl) was noted as being approximately 300cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device found the fibers to be wet and blood was noted in both header end caps. The dialyzer was subjected to destructive disassembly. The fiber bundle was withdrawn from the dialyzer housing and submerged in a water bath while compressed air pressure was allowed through the fiber bundle at a regulated rate. The investigator was able to detect air bubbles escaping from a short fiber that was potted on the cavity ID end. The short fiber was noted within the circumference of the fiber bundle at approximately 290 degrees on the cavity ID end with the dialysate ports at 0 degrees. The short fiber measured at approximately 2.5 cm. Further examination of the fiber bundle did not reveal any other damage or irregularities; specifically, loose fiber fragments, and/or kinked, looped, or broken fibers. The inferior surface of both polyurethane potting ends were examined for voids. No voids were present. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was one deviation notice noted on the lot; however, there was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported complaint of "internal blood leak." This includes non-conformances, rework, process controls, and any other occurrence in production potentially related to the complaint. The investigation into the cause of the reported problem was able to confirm the failure mode. Submersion of the fiber bundle in a water bath isolated the leak to the location of the short fiber. In addition, the complaint investigator was able to visually confirm the presence of blood within the dialysate chamber at the cavity ID end bell housing. Therefore, the complaint has been deemed confirmed.